Manufacturer narrative:
(B)(4). (B)(6). This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. Please note that this device is not approved for sale in the us, however, it is similar to other cordis pta catheters sold in the us in the lit category.

Event description:
During percutaneous transluminal angioplasty (pta) a 5mm20cm155 saber rx pta balloon catheter ruptured within nominal pressure. Therefore, it was replaced with a new balloon catheter. The procedure completed successfully. There was no reported patient injury. The product will be returned for analysis. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. This was an in-stent-restenosis case (currently unknown stent). An ipsilateral antegrade approach was made. A guidewire crossed the lesion and the saber pta balloon catheter was delivered to the lesion. The patient was a male but his age was unknown.

Manufacturer narrative:
The device was returned and was updated accordingly. During percutaneous transluminal angioplasty (pta), a 5x200mm 155cm saber rx pta balloon catheter ruptured within nominal pressure. Therefore, it was replaced with a new balloon catheter. The procedure completed successfully. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa). The patient¿s vessel level of tortuousity and calcification was unknown. The rate of stenosis was unknown. This was an in-stent-restenosis case of a non-cordis stent. An ipsilateral antegrade approach was made. A guidewire crossed the lesion and the saber pta balloon catheter was delivered to the lesion. The patient was a male, but his age was unknown. There was no difficulty removing the saber product from the hoop, or difficulty removing the protective balloon cover/stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The same was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally and the maximum inflation pressure was at nominal pressure. The balloon catheter did not kink while being used. The balloon catheter was removed easily. One non-sterile saber rx5mm20cm155 balloon catheter was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon looks like it had been previously inflated. The unit was inspected under a vision system, and a pinhole was observed on the proximal section of the balloon at 14cm from the distal end. No other anomalies could be noted. A leak test was performed on the balloon unit, and a leakage was confirmed. Sem analysis was performed to the received balloon unit to identify the possible root cause of the rupture on the balloon. Sem results showed that the balloon leakage was caused by a rupture on the balloon¿s surface. The external surface of the balloon presented evidence of scratches and abrasion marks near the balloon rupture. It is very likely that the same factors that caused the scratches and abrasion marks on the balloon¿s outer surface could have also contributed to the rupture condition found on the surface of the received balloon. The internal surface of the balloon did not present any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17627898 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the rupture and scratches could not be conclusively determined during analysis. Based on the information available for review, vessel characteristics (in-stent restenosis with unknown attributes) may have contributed to the reported event since calcified/resistant lesions can damage a balloon as evidenced by the scratches and abrasion marks found during sem analysis. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Additional information was received that the previous stent mentioned was not made by cordis, it was an inova by boston scientific. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The same was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally and the maximum inflation pressure was at nominal pressure. The balloon catheter did not kink while being used. The balloon catheter was removed easily. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During percutaneous transluminal angioplasty (pta) a 5mm x 20cm 155cm saberx pta balloon catheter (bc) ruptured within nominal pressure. Therefore, it was replaced with a new balloon catheter. The procedure was completed successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuosity and calcification is unknown. The rate of stenosis is unknown. This was an in-stent-restenosis case (of a non-cordis stent). An ipsilateral antegrade approach was made. A guidewire crossed the lesion and the saber pta balloon catheter was delivered to the lesion. The patient was a male but his age was unknown. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The same was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally and the maximum inflation pressure was at nominal pressure. The balloon catheter did not kink while being used. The balloon catheter was removed easily. The product was returned for analysis. A product history record (phr) review of lot 17627898 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as calcification can cause damage to a balloon catheter, if present. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.